Event description:
Healthcare providers claimed o2 saturation was decreasing on patient in ICU and the ventilator was not providing breaths and did not alarm during a generator test. The patient was manually ventilated and put on another ventilator. There was no patient harm or change in therapy. The ventilator was evaluated by the hospital biomed, who found no malfunctions. The previous operator selected settings were in memory. Two error codes were found in memory but by the dates of the error codes showed the error codes were unrelated to the reported event. There were no repairs to device. The device passed est and was returned to service.